Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 3rd day, intraperitoneal, ongoing, duration was not reported). At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.